Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace. No button error alarms noted.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.